Manufacturer narrative:
Results: bd received one sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for no graduation marks on syringe with the incident lot was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: although bd was able to duplicate or confirm the customer¿s indicated failure mode, an absolute root cause was not determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the graduation marks on a 5 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray were found to be missing prior to use. There was no report of medical intervention.